Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle after a neuro vascular aneurysm embolization procedure using an 8f sheath. Reportedly, steps 1, 2 and 3 were performed with no resistance and no issues. The lever was folded (step 4), however the device was unable to be removed as resistance was noted. It could not be confirmed if the feet retracted into the guide but it is assumed by the physician since the lever was able to go down. There was no torsional motion and all process was done with gentle tension. Since resistance was met, it was decided to remove the device via cut-down. It was confirmed that there was no vessel damage noted. During removal of the device via cut-down it was noted that the distal guide fractured (still connected to actuator wire as one piece), it was decided that the guide be intentionally cut by the physician to successfully remove the broken guide and device as a whole. The device and broken guide were successfully removed. Nothing remains in the anatomy. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.